Event description:
It was reported that the clip of the indwelling needle of the bd intima-ii 22gax1.00in prn slm pinched off the hose and leaked blood. The following information was provided by the initial reporter translated from chinese: the nurse inspected and found a small amount of blood on the patient's quilt, and the patient's skin was not damaged. After searching, it was found that the clip of the indwelling needle pinched off the hose and leaked blood. The indwelling needle was removed on the third day after it was inserted.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 2224588. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the clip of the indwelling needle of the bd intima-ii 22gax1.00in prn slm pinched off the hose and leaked blood. The following information was provided by the initial reporter translated from chinese: the nurse inspected and found a small amount of blood on the patient's quilt, and the patient's skin was not damaged. After searching, it was found that the clip of the indwelling needle pinched off the hose and leaked blood. The indwelling needle was removed on the third day after it was inserted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.